Event description:
It was reported that the patient with this right ventricular (rv) lead experienced complete heart block and presented to the hospital. Technical services (ts) reviewed the device data and noted loss of capture (loc), noisy signals, and high pacing impedance measurements within normal limits. Ts suspected a lead issue and recommended performing a chest x-ray for further evaluation. No adverse patient effects were reported. This rv lead remains in service.